Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that there was an over infusion incident of an unspecified medication. There was patient involvement. Although requested, the customer indicated they would not be providing any additional information.

Event description:
It was reported that there was an over infusion incident of an unspecified medication. There was patient involvement. Although requested, the customer indicated they would not be providing any additional information.

Manufacturer narrative:
Additional information: imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.